Event description:
The pt has two scs systems. The event is related to the system that provides therapy with the 3228 lead. It was reported the pt loss coverage at least two yrs ago due to an alleged lead migration confirmed by another physician. A fluoroscopy was taken and confirmed lead migration. Diagnostics identified no anomalies. Add'l info revealed the pt is experiencing ineffective stimulation due to a fall. In turn, the pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.